Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle precision neo meter and precision strips were reviewed and the dhrs showed the freestyle precision neo meter and precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of december 31, 2017 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint, freestyle precision neo meter and precision test strips. No trips were observed for the reported complaint and precision test strips. Trips for the reported complaint and neo meter were under surveillance.. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that her adc blood glucose meter turns on with a test strip but does not display a blood drop icon (port issue). The customer was unable to test her blood glucose in the morning (date not specified), which caused her to become nervous and ¿sweat cold¿. She was taken to a hospital emergency room, where a reading of 46 mg/dl was obtained on a hospital meter. The customer was diagnosed with hypoglycemia, and treated with ¿4 bags¿ of intravenous dextrose, in addition to ¿coca cola¿ and ¿something to eat¿. A second test was performed, with a result of 145 mg/dl, and the customer was discharged to home. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter turns on with a test strip but does not display a blood drop icon (port issue). The customer was unable to test her blood glucose in the morning (date not specified), which caused her to become nervous and sweat cold. She was taken to a hospital emergency room, where a reading of 46 mg/dl was obtained on a hospital meter. The customer was diagnosed with hypoglycemia, and treated with 4 bags of intravenous dextrose, in addition to coca cola and something to eat. A second test was performed, with a result of 145 mg/dl, and the customer was discharged to home. There was no report of death or permanent injury associated with this event.